Event description:
It was reported that after an initial bunion surgery, a broken screw and nonunion were discovered via radiographic imaging during a post-surgery follow-up. Although there has been no injury reported and no information has been received indicating this malfunction has resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, an MDR will be filed to ensure full compliance with 21 cfr part 803.

Manufacturer narrative:
It was reported that after an initial bunion surgery, a broken screw and nonunion were discovered via radiographic imaging during a post-surgery follow-up. No revision/removal surgery has been planned or scheduled at this time. Per the surgeon, the patient is overweight, which may have contributed to what was reported. The device was not returned to the manufacturer for evaluation as it currently remains implanted in the patient. Device specific information was also not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in the surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined, based on the available information the device was likely subjected to excessive bending stresses which resulted in its breakage. Although there has been no impact or injury reported and this malfunction has not resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. The company will supplement the MDR as necessary and appropriate.